Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. It was found that the leaks and pre-use check failures were caused by the expiratory cassette. Cassette connections and the inspiratory channel membrane were cleaned. The ventilator was returned for use after functional tests. No part was returned for investigation. No device logs were received. No root cause can be determined since no logs or parts have been returned for investigation.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).